Manufacturer narrative:
Occupation - the occupation is patient. Device not returned.

Event description:
The patient's wife stated that her husband received erroneous results when testing with coaguchek xs meter serial (B)(4). The patient had a leg wound and had been taking antibiotics (unknown type) to keep it clear of infection. The patient finished the antibiotic on (B)(6) 2018. The patient was instructed to hold coumadin medication starting on (B)(6) 2018 due to bleeding of his leg. On (B)(6) 2018, a sample from the patient was tested on the meter, resulting as 7.9 inr. A new sample was then collected from a new finger of the patient soon after the first measurement and tested on the meter, resulting as 4.3 inr. On (B)(6) 2018, the patient went to the emergency room due to bleeding of wound. The wound and bleeding were not related to the meter or to results received from the meter. The patient's wound was packed. A sample from the patient was tested while in the emergency room with an unknown method, resulting as 5.2 inr. On (B)(6) 2018, the patient had a meter result of > 8.0 inr. The patient was also tested on (B)(6) 2018 using his wife's coaguchek xs meter, resulting as > 8.0 inr. On (B)(6) 2018, the patient had a meter result of > 8.0 inr. The patient was also tested on (B)(6) 2018 using his wife's coaguchek xs meter, resulting as > 7.9 inr. Also on (B)(6) 2018, a nurse was at the patient's house and tested a sample from the patient on a non-roche meter, resulting as 4.0 inr. No adverse events were alleged to have occurred with the patient. The patient's wound currently looks better. The patient's medication was not changed based on the meter result. The patient continued to hold coumadin medication. The patient's therapeutic range is 4.5 - 5.5 inr. The patient's testing frequency is every 2 weeks. The patient did not have any known hematocrit issues. The patient did not have antiphospholipid antibodies or lupus. The patient did not take direct thrombin inhibitors or heparin. The patient had no diet changes and no new illnesses. Other than the bleeding of the patient's leg, the patient had no other bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The patient's meter was returned for investigation. The date and time were found to be set incorrectly on the meter. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. It is possible that the residual properties of the antibiotic could have affected the accuracy of the test results. Upon review of the meter memory, the following discrepancies were observed: on (B)(6) 2012 at 10:40, the patient had a result of 2.3 inr and at 10:45 the patient had a result of 4.7 inr. On (B)(6) 2012 at 01:21, the patient had a result of 5.1 inr and at 01:24 the patient had a result of 2.1 inr. On (B)(6) 2012 at 09:40, the patient had a result of 1.3 inr and at 09:45 the patient had a result of 3.3 inr. On (B)(6) 2013 at 05:40, the patient had a result of 1.1 inr and at 05:44 the patient had a result of 2.9 inr. On (B)(6) 2013 at 21:59, the patient had a result of 3.2 inr and at 22:02 the patient had a result of 4.7 inr. On (B)(6) 2013 at 00:28, the patient had a result of 1.9 inr and at 00:32 the patient had a result of 2.7 inr. On (B)(6) 2013 at 22:19, the patient had a result of 1.9 inr and at 22:23 the patient had a result of 3.0 inr. On (B)(6) 2013 at 07:51, the patient had a result of 3.0 inr and at 07:54 the patient had a result of 2.0 inr. On (B)(6) 2013 at 11:14, the patient had a result of 3.0 inr and at 11:16 the patient had a result of 4.2 inr. On (B)(6) 2013 at 21:09, the patient had a result of 2.7 inr and at 21:15 the patient had a result of 7.9 inr. On (B)(6) 2013 at 00:32, the patient had a result of 5.1 inr and at 00:35 the patient had a result of 3.5 inr. On (B)(6) 2013 at 01:28, the patient had a result of 7.2 inr and at 01:31 the patient had a result of 2.8 inr. On (B)(6) 2014 at 01:22, the patient had a result of 8.0 inr and at 01:25 the patient had a result of 2.2 inr. On (B)(6) 2014 at 10:40, the patient had a result of 2.5 inr and at 10:40 the patient had a result of 4.1 inr. On (B)(6) 2014 at 05:01, the patient had a result of 2.5 inr and at 05:04 the patient had a result of 8.0 inr. On (B)(6) 2014 at 23:01, the patient had a result of 2.6 inr and at 23:03 the patient had a result of 3.7 inr. On (B)(6) 2014 at 03:03, the patient had a result of 7.7 inr and at 03:08 the patient had a result of 2.7 inr. On (B)(6) 2014 at 23:05, the patient had a result of 3.5 inr and at 23:08 the patient had a result of 7.7 inr. On (B)(6) 2014 at 00:27, the patient had a result of 3.9 inr and at 00:50 the patient had a result of 1.2 inr. On (B)(6) 2014 at 01:17, the patient had a result of 7.4 inr and at 01:21 the patient had a result of 5.1 inr. On (B)(6) 2014 at 23:27, the patient had a result of 1.7 inr and at 23:32 the patient had a result of 2.6 inr. On (B)(6) 2014 at 21:12, the patient had a result of 5.6 inr and at 21:15 the patient had a result of 3.8 inr. On (B)(6) 2014 at 02:13, the patient had a result of 7.9 inr and at 02:17 the patient had a result of 4.3 inr.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.